Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned for analysis. Based upon the implant date range of (B)(6) 2000 to (B)(6) 2008, provided by the reporter, the connector type is either a taper I or a taper ii. Cholelithiasis is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of cholelithiasis as follows: "rapid weight loss may result in development of cholelithiasis which may result in the need for a cholecystectomy." "There were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band sys that occurred in fewer than 1% of subjects included: ...cholecystitis."

Event description:
Doctor reported event of "cholelithiasis/cholecystitis", from journal article, "the effectiveness of adjustable gastric banding: a retrospective 6-year u.s. Follow-up study", surg endosc (2011) 25:397-403. This medwatch represents the 42 pts listed in table 4 of the article who were diagnosed with cholelithiasis/cholecystitis.